Event description:
Caller reported a cgm error 42, which was associated with a #g7sensor. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions for a complete pump reset and guided the caller through the process. After the reset, the pump no longer displayed the cgm error code, and the caller was able to successfully start their sensor session.